Event description:
Reference number (B)(4). Event occurred in the united states. On 2nd sept 2024, it was reported that 7 infusion set cannulas were kinked leading to high bg the infusion set was in use for 3 or more hours after insertion. The location of site was abdomen..high bg was addressed uding correction bolus via pump. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).